Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. The event history log review confirmed the presence of the high drain alarm. No abnormalities were identified during internal/external inspections. The device passed both electrical and functional returned instrument testing evaluation (rite) tests. The pneumatic system was found all pressures to be correct and stable. A short simulated therapy was performed successfully. Although found in the event logs, the reported high drain alarm was unable to be duplicated during sample analysis. The cause of the issue was determined to be a use error. The alarm logs indicated that an inappropriate bypass of a low drain volume (ldv) alarm occurred. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. Nothing unusual was noted during troubleshooting for the alarm. The technical service representative (tsr) initiated a swap of the device and discussed the hazards of not performing dialysis therapy while using insulin/diabetes medication. The hp planned on performing continuous ambulatory peritoneal dialysis (capd) until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.